Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said when they put the seat heaters on in their car, it feels like they were getting shocked. The patient didn't get shocked after turning them off. The patient also said they don't have the shocking if they turn stimulation down to 1.2v. The patient called their healthcare provider (hcp) who instructed them to call the manufacturing company noting maybe the battery is heating up. The hcp suggested try putting a pillow in between them and their seat. They also said they get a shocking sensation if they work an 8-9 hour shift. They noted they normally work 5-6 hours and they are fine if they sit down a couple of times. As a result of what was reported, they were redirected to their hcp. The patient was instructed to have their device checked to make sure there is no connection issues. It was also suggested to try and sit in a chair and replicate how they sit in a car to see if they get the same sensation. No further patient complications have been reported as a result of this event.